Event description:
A malfunction was reported with a code identified as malf 15. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the faulty pump as it was still under warranty. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Additionally, the customer was guided on how to put the pump into storage mode and agreed to return the problematic pump using a prepaid label within 10 days.